Manufacturer narrative:
On (B)(6) 2017: multiple attempts made to follow up with the customer, however no further information was provided. The t:slim cartridge user guide indicates that humalog has been tested up to 48 hours. Replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical services (cts) the pump data logs identified that the customer did not change supplies for 5 days.